Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the insertion tube was leaking, wrinkled, cracked and scratched. The protector was aging and the light guide tube was scratched. Switch 1 and switch 2 had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e1, e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the burned plastic distal end cover could not be determined. The event can be detected by handling the device in accordance with the following section of the instructions for use: ¿inspection of the endoscope¿. Additionally, the instructions for use provide the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.